Event description:
It was reported that a buretrol solution set leaked from an unspecified location. The leak occurred during use in the emergency area. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph identified a buretrol set that was not a baxter product. The reported condition was not verified on a baxter product. Should additional relevant information become available, a supplemental report will be submitted.